Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the literature for the ins manual was confusing. They also reported that the ins turned to stimulate more when driving or sitting in the passenger seat and turns to go to the bathroom more in this situation. Patient also reported that when they went into (B)(6), the metal or theft detector caused their ins to go crazy when they passed through it as they felt over stimulation and their stomach got tight. Patient was advise to turn the ins off when this happen. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that as for steps taken to resolve the overstimulation, they would turn their device off when going to the store and when driving. No further complications were noted or anticipated